Event description:
It was reported that during a pph procedure, the normal crunch was not heard at firing. When the device was removed there was a lot of bleeding, which took 1 hour to control. Looked like the device had cut and stapled one side fine, but from 9 o'clock to 3 o'clock position, there were no staples and it looked like only a thin layer had been shaved off - which led to bleeding. One and a half doughnuts for from 3 o'clock to 9 o'clock only. The procedure was completed by ligating the vessels with sutures. The pt was discharged and is doing fine.

Manufacturer narrative:
Info anticipated, but unavailable at this time.